Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
Peritoneal dialysis (pd) patient's nurse reported during a follow-up call that the patient was seen at their peritoneal dialysis clinic where patient's fluid was cultured and culture results were positive for gram-positive coccus. The patient's nurse confirmed the patient's diagnosis of peritonitis was a result of a breach in aseptic technique. The patient was treated with vancomycin and continues to complete pd therapy.

Manufacturer narrative:
Additional information: device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records do not contain peritoneal dialysis treatment records, peritoneal dialysis progress notes or a recent history and physical for review. There is no documentation in the medical record that indicates a causal relationship between the pdx liberty cycler and the patient¿s peritonitis. There is no documentation in the medical record that indicates a causal relationship between the peritoneal dialysis solution and the patient¿s peritonitis. Medical records do not state the cause or source of the patient¿s peritonitis. Patient¿s peritonitis is coagulase negative staphylococcus. According to the ¿ispd guidelines/recommendation for peritoneal dialysis-related infections recommendations: 2005 update,¿ coagulase-negative staphylococcus peritonitis is due primarily to touch contamination. Without the aforementioned medical records, no conclusion can be made regarding any causal relationship between the peritonitis and any fresenius products.

Event description:
A peritoneal dialysis (pd) patient was initially prescribed intraperitoneal cefazolin and ceftazidime.